Manufacturer narrative:
(B)(4).

Event description:
The pt recollected that with her previous physician, she experienced withdrawal symptoms but she was told it was the "flu". She also stated that at her refill session, the nurse withdrew more drug than what was expected. However, she could not recollect the date for this event. Currently the pt was at home and defined her status to be "good". However, she was approaching her refill date and did not have a managing physician. Her pump refill alarm date was set for (B)(6) 2011 and she was concerned she would run out of drug by the weekend.